Manufacturer narrative:
(B)(4) date sent: 4/16/2024. Additional information was requested and the following was obtained: "could you please specify what is meant by "the forceps "pull out" the veins"? The jaws did not open sufficiently. Did the device jaws damaged/teared the tissue/veins? Yes. Were the clips malformed? No. If other please specify/ is the current patient status known?/ was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.)/". Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: "did bleeding occur? If yes, how was bleeding controlled? Were any blood product given? If yes, how much? Were the device jaws able to be opened to remove the device? Or would device jaws not open at all after they closed? If so, how was device removed?"

Manufacturer narrative:
(B)(4). Date sent: 3/19/2024. B3: unknown, assumed first day of month that complaint was reported. D4: batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested and the following was obtained: "could you please specify what is meant by "the forceps "pull out" the veins"? Did the device jaws damaged/teared the tissue/veins? Were the clips malformed? If other please specify. Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) No patient consequences." Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a varicose veins operation, the forceps were defective. They pull out the veins.

Manufacturer narrative:
(B)(4). Date sent: 5/30/2024. Additional information was requested and the following was obtained: "were the handles closed and not opening along with the jaws? Which clip number did the jaws lock? Was the anti-backup mechanism functioning? The sales rep does not have any further information to provide."

Manufacturer narrative:
(B)(4). Date sent: 7/25/2024. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. D4: batch # a9dn7c. Investigation summary. The product was returned to lab cincinnati for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the msm20 device was returned with no damage to the external components. Upon cycling, the instrument was noted to be empty. However, the lock out mechanism was noted to be non-functional. In order to evaluate the condition of the internal components, CT images were taken. The lockout spring and feeder spring were noted to be out of place, with a small amount of deformation observed on the lockout spring. Upon disassembly of the device, some damage was observed to the lockout spring pocket. Additionally, it was noted upon return from CT imaging that the tip of the cartridge cover was broken off. The event described could not be confirmed as the device was returned empty. It is possible that after the last clip was fired, another sequence was started causing the user to break through the lockout, dislodging the lockout spring, which can potentially block the handless from opening, and subsequently the jaws. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 5/9/2024. Additional information was requested and the following was obtained: "there was no significant bleeding. No issue for controlling the hemostasis. The patient did not take any specific thinning treatment and no blood-derived product was used. The jaws could be opened normally in order to remove the device."